Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 180 mechanical problem identified, 3211 deformation problem, 4210 leakage/seal. Investigation conclusions: 61 unintended use error caused or contributed to event. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the united states stating, " elevator broken. No angulation" involving pentax model eg-3870utk, serial number (B)(4). It was also reported that the physician could not visualize the needle during fine needle aspiration (fna). The scope was used to complete the procedure and then taken out of circulation. There was no report of death or serious injury. The user facility responded to a good faith effort attempt via email on 24-sep-2021 and stated there was a five minute delay and the device was used to complete the procedure without injury. The patient was not recalled for further screening and was noted as stable. The device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. And the facility does follow the instructions for use for pre-procedural checks and use for the product involved and also reprocessing. The customer owned endoscope was received by pentax medical for evaluation on 23-sep-2021. The endoscope was inspected by pentax medical service under service order 3135680 and the technician documented the following inspection findings: elevator knob play, leak at biopsy channel (large/ primary) distal side,failed wet leak test, umbilical cable buckle at control body side, failed dry leak test, eus cable short buckled at control body root brace, eus cable single/ long buckled at us connector root brace, ultrasound image has broken channel, suction tube twisted/kink, air/ water socket cylinder o-ring chipped. The device underwent repairs including the following components: o-rings and seals, operation channel, bending rubber, us connector cable body, light guide cable, suction channel lg, deflector operting wire, adjusting collar, angle wire, warning label. The endoscope was repaired and approved by final qc on 18-oct-2021 and was delivered to the customer under delivery order 82156692. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 06-oct-2021, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 31-oct-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 31-oct-2012. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.